Manufacturer narrative:
(B)(4). The reported condition of a "line through the screen; display could not be read properly" was not confirmed during product evaluation. The root cause was not identified. However, the main display was replaced to resolve the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a line through the screen and the display could not be read properly. This condition has the potential to cause an interruption of delivery. The problem was noted during use, however, there was no patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.